Manufacturer narrative:
Investigation summary: three samples were received by our quality team for evaluation. From the photos, foreign matter was observed inside the syringe product, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned to determine the foreign matter type, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: from photos, observed foreign matter inside syringe product. However, there is no sample returned to determine the foreign matter type. Root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Event description:
It was reported that 3 syringe 3ml ls experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: technical complaint from pharmacist at hospital. During drug preparation, pharmacist found particulate matters in the syringes.